Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The distributor alleged that the pump case was cracked at the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/02/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/14/2014 with the following findings: evaluation revealed that the battery compartment was cracked near the battery cap on the side of the pump. No battery cap was returned with the pump. A test battery cap was used to complete investigation. Unrelated to the complaint, evaluation revealed that that display was dim and discolored. A test display was inserted and found to function properly. Also unrelated to the complaint, evaluation revealed that the contrast keypad button was unresponsive. An unresponsive contrast button has no effect on insulin delivery function. The keypad cover was removed and contamination was observed under the contrast key contact; all other key contacts were clean.